Event description:
The customer reported via phone call indicating that the insulin pump had a beep anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the beep anomaly occurs every hour. The customer was advised to meet with the trainer as schedule and consult with healthcare provider. We reviewed alarm history, basal and bolus settings, bolus settings is incomplete. The customer was advised to stay on manual injection until the she meets with trainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.